Event description:
Cardiac care unit noted the pleural chest tube atrium chest drainage system contained no water in the air leak chambers. The sterile water containers were still taped to the back of the unit unopened. Chest tubes were clamped briefly and water added to the chambers as required and suction restarted. Patient followed up with chest x-ray. Patient continued to have respiratory difficulties after water placed in chambers. No new orders received related to this incident. The patient came from the cardiac or, operating room, the day before, but not noticed until the following morning.